Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) had over temperature issue. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, .g1, g3, g6, h2, h6, h11 corrected fields: h6(investigation findings, conclusion).

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11 a getinge field service engineer fse was dispatched to evaluate the unit the fse reported that the system over temperature alarm occurred only once drive regulator calibration compressor output and all manifold tests were performed and passed no parts were replaced as part of this repair since the over temperature issue is related to fsca id356 the problem will be permanently resolved at a later date through implementation of actions under the fsca system over temperature alarms stage 2 hardware correction.

Event description:
N/a.